Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain"), genital haemorrhage ("heavy bleeding") and autoimmune disorder ("autoimmune disorder symptoms") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2017, 3 years 11 months after insertion of essure, the patient experienced allergy to metals ("severe allergic reactions / nickel allergy") with rash, pruritus and abdominal distension. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), back pain ("severe back pain"), headache ("headache"), migraine ("migraine"), weight fluctuation ("weight fluctuation") and dyspareunia ("pain during intercourse"). The patient was treated with surgery (hysterectomy and left ovarian cystectomy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, genital haemorrhage, autoimmune disorder, dysmenorrhoea, back pain, allergy to metals, headache, migraine, weight fluctuation and dyspareunia outcome was unknown. The reporter considered abdominal pain, allergy to metals, autoimmune disorder, back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, migraine and weight fluctuation to be related to essure. Further company follow-up with the consumer, lawyer or lawyer is not possible. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain"), embedded device ("essure embedded in my uterus"), genital haemorrhage ("heavy bleeding") and lupus-like syndrome ("lupus") in a 46-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included anxiety, blood pressure high, diabetes, menometrorrhagia, buttock pain, mental disorder and depression. Concomitant products included diclofenac, escitalopram oxalate (lexapro) from 2013 to 2018, irbesartan (avapro) from 2016 to 2018, levothyroxine sodium (synthroid) and omeprazole from 2016 to 2017. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2017, 3 years 11 months after insertion of essure, the patient experienced allergy to metals ("severe allergic reactions / nickel allergy") with rash, pruritus and abdominal distension. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), lupus-like syndrome (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), back pain ("severe back pain"), headache ("headache"), migraine ("migraine"), weight fluctuation ("weight fluctuation"), dyspareunia ("pain during intercourse"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and fibromyalgia ("fibromyalgia"). The patient was treated with surgery (hysterectomy and left ovarian cystectomy on (B)(6) 2017) and surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, embedded device, genital haemorrhage, dysmenorrhoea, back pain, headache, migraine, weight fluctuation, vaginal haemorrhage, menorrhagia and fibromyalgia outcome was unknown and the lupus-like syndrome, allergy to metals, dyspareunia and fatigue was resolving. The reporter considered abdominal pain, allergy to metals, back pain, dysmenorrhoea, dyspareunia, embedded device, fatigue, fibromyalgia, genital haemorrhage, headache, lupus-like syndrome, menorrhagia, migraine, vaginal haemorrhage and weight fluctuation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion. Further company follow-up with the consumer, lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 7-sep-2018: pfs+mr received: new events: vaginal haemorrhage, menorrhagia, fatigue, embedded device, fibromyalgia added and previously reported event autoimmune diosrder symptoms was updated to lupus. Reporter, patient demographic information, lab data, concomitant diseases added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain"), embedded device ("essure embedded in my uterus / migration of essure device: uterus"), genital haemorrhage ("heavy bleeding"), lupus-like syndrome ("lupus symptoms") and cyst ("other injury(ies) or complication(s): cyst") in a 46-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "difficult left side insertion". The patient's medical history included sacroiliitis and obesity. Concurrent conditions included anxiety, blood pressure high, diabetes, menometrorrhagia, buttock pain, mental disorder and depression. Concomitant products included diclofenac, escitalopram oxalate (lexapro) from 2013 to 2018, irbesartan (avapro) from 2016 to 2018, levothyroxine sodium (synthroid) and omeprazole from 2016 to 2017. On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced dysmenorrhoea ("severe menstrual pain / dysmenorrhoea (cramping)"), dyspareunia ("pain during intercourse / dyspareunia") and fatigue ("fatigue") and was found to have weight increased ("weight fluctuation / weight gain"). In 2015, the patient experienced allergy to metals ("severe allergic reactions / nickel allergy") with rash, pruritus and abdominal distension, 3 years 11 months after insertion of essure. In 2015, the patient experienced lupus-like syndrome (seriousness criterion medically significant), pelvic pain ("pain") and fibromyalgia ("fibromyalgia"). In (B)(6) 2017, the patient experienced embedded device (seriousness criteria medically significant and intervention required). On(B)(6) 2017, the patient experienced cyst (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), back pain ("severe back pain"), headache ("headache"), migraine ("migraine"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes), patient underwent cystectomy and hysterectomy and left ovarian cystectomy on (B)(6) 2017). Essure was removed on(B)(6) 2017. At the time of the report, the abdominal pain, embedded device, genital haemorrhage, dysmenorrhoea, back pain, headache, migraine, weight increased, vaginal haemorrhage, menorrhagia and fibromyalgia outcome was unknown and the lupus-like syndrome, pelvic pain, allergy to metals, dyspareunia and fatigue was resolving. The reporter considered abdominal pain, allergy to metals, back pain, cyst, dysmenorrhoea, dyspareunia, embedded device, fatigue, fibromyalgia, genital haemorrhage, headache, lupus-like syndrome, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: approximate weight at time of essure placement: 190 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion. Further company follow-up with the consumer, lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 6-dec-2018: pfs received - patient's weight updated, previously reported event "weight fluctuation " pt updated to "weight increased", events- "other injury(ies) or complication(s): cyst, pain, difficult left side insertion" and medical history was added. Onset date of the event nickel injury updated, onset date added for the events migration of essure device, cyst, rash added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.